Manufacturer narrative:
It was confirmed that there was no patient involvement at the time the issue was discovered. Per good faith effort, it was confirmed that serial number (B)(6) was incorrect, and the actual serial number of the device is (B)(6) in which the reported problem occurred. The cpu printed circuit board assembly (pcba) was replaced to resolve the reported issue and has returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting a backup alarm failure occurred on the v60 ventilator. The device usage was not provided. There was no report of harm or other patient or user impact. The device did not meet specification for intended use and was removed from service. The investigation is ongoing

Manufacturer narrative:
H11: event date: 11/13/2024. Date received by mfg: 11/13/2024.